Event description:
Additional information received noted that the patient was doing well at this time from what was understood by the manufacturer's representative.

Event description:
It was reported that the as (adaptive stim) did not recognize the correct position. The ins was implanted very low on the buttock. The manufacturer's representative had met with the patient. The patient's ins indicated lying down when the patient was sitting and standing. The ins was implanted low in her buttocks area so that it was located at the juncture of her buttock and hamstring area. The patient was older so her tissue was thin and it was suspected that the ins had moved downward from the original pocket site, but this hadn't been confirmed. The patient was basically sitting on her ins when she sat down. The patient also charged by sitting on her recharge antenna. The manufacturer's representative was going to meet with the patient the next day to assess her settings and positioning with as and possibly reorient her ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), product typ lead, product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product typ lead, product ID 37754, serial # (B)(4), product typ recharger, product ID 37744, serial# (B)(4), product typ programmer, patient product ID 355531, lot# n314047, product typ screening device, product ID 3550-39, lot# n311360, product typ accessory. (B)(4).